Manufacturer narrative:
Patient born 1950. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in peritonitis. On the same day of onset, the patient was hospitalized for the event. The breach in aseptic technique was further described as due to a ¿vision problem.¿ on an unreported date, the patient began treatment with unspecified antibiotics for peritonitis. The patient recovered from the event and discontinued antibiotic treatment 29 days after hospital admission. Action taken with dianeal therapy was not reported. It was not reported if the patient was retrained on aseptic technique. No additional information is available.